Event description:
Caller, anesthesia technician states that they intubated same patient three times and each time the cuffs leaked shortly after intubation. David states that patient was unharmed, but had to be reintubated until the fourth tube worked without leaking. Caller states that the tubes that had been in the patient were discarded and the lot number unknown.